Manufacturer narrative:
References the main component of the system and other applicable components are: product ID 977a275, serial# (B)(4) implanted: (B)(6) 2017, explanted: (B)(6) 2017, product type lead. Product ID 977a275. Serial# (B)(4), implanted: (B)(6) 2017, explanted: (B)(6) 2017, product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer's representative (rep). The rep reported that no cause of the infection was reported. No further complications were reported.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 977a275, serial (B)(4), implanted: (B)(6) 2017, explanted: (B)(6) 2017, product type: lead. Product ID: 977a275, serial (B)(4), implanted: (B)(6) 2017, explanted: (B)(6) 2017, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer's representative (rep) regarding an implantable neurostimulator (ins). It was reported that the patient had an infection, and was administered antibiotics. The patient had the system explanted. No further complications were reported or anticipated. No device allegations were made.